Manufacturer narrative:
(B)(4). Eval, results: cva/stroke. Eval, conclusion: no conclusion can be drawn.

Event description:
Stroke classified as ischemic. Investigator has indicated that the event was not related to the study device.

Event description:
The pt had 2 endeavor sprint rx stents implanted during the index procedure: one in the mid rca and one in the proximal rca. Approximately 5 months from the index procedure, the pt presented with pain and was resolved on the same day with stenting. It was reported that there was no relationship to the prior stenting vessel. The pt received another brand stent in the prox lad and ballooning of the 1st diagonal branch. The pt recovered with treatment. Approximately 7 months from the index procedure the pt suffered from a mild stroke due to increased blood pressure and recovered after 30 minutes. (Ref MFR # 2612164201100539).